Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer¿s stylus could not be calibrated to accurately function in all areas of the screen. In some sections of the screen the stylus was not responsive or the cursor will jump to a different spot. It was found that the overlay/bezel assembly was out of electrical specification.

Event description:
It was reported that the programmer stylus could not be calibrated accurately. The stylus was replaced, but the issue was not resolved. The programmer was returned to service. There was no patient involvement.